Event description:
In 2008, the patient reported elevated blood glucose readings in the 500's mg/dl with his normal range being around 200 mg/dl. He stated his reading today was 517mg/dl. He said he noticed his insulin infusion site was leaking insulin so he immediately changed the infusion set and the insulin cartridge of his infusion device. Symptoms were extreme fatigue, vomiting, feeling like passing out and nausea. He corrected his reading to 165 mg/dl by injecting 25 units of insulin. The patient stated he was unsure if the insulin was leaking from the tubing, connector, or if the cannula was too shallow. To troubleshoot, the infusion device bolus history and daily insulin total history were checked and the patient confirmed they were accurate. The patient checked his infusion headset and stated the cannula was not bent or kinked. The patient was instructed to disconnect from his headset and bolus 3 units of insulin into the air which went through without error. Proper use schedule of the infusion set, site rotation, and the effect of scar tissue were discussed with the patient. A courtesy guide to infusion site management was sent to the patient. The patient stated he is working with his doctor to adjust his basal rates. On follow up with the patient six days later, he stated his blood glucose readings are back to normal, and he was diagnosed with pneumonia this week. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.